Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the core impaction drill heated up. There were no reported patient or user injuries or adverse consequences.

Event description:
It was reported that the core impaction drill heated up. There were no reported patient or user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor.